Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). The caller reported that the patient had difficulty with speech and that they had seen a speech therapist over the past year but it hasn't helped. The caller reported that the patient also had difficulty with balance and dyskinesia. The caller reported the patient has a mobility dog, but they still lose their balance. The caller reported they saw the patient change their voltage daily, which helped with the dyskinesia. Another caller reported that the patient's parkinson's was so bad they really couldn't speak. The caller reported that the patient's healthcare provider (hcp) stated it was coming close to the time that the implant needed to be changed. The caller reported that they were shocked that the implant would need to be changed so soon as they thought the ins would last 10 years. The caller reported the patient's charge usually lasted a long time and they did not know if the patient's ins battery was wearing out or not. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported they didn't think the problems were device-related. The issue remains unresolved. Patient weight was updated.